Event description:
It was reported that prior to an angioplasty procedure, the catheter allegedly broke. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2024) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three photos were provided and reviewed. The first photo shows the catheter which is noted to have a circumferential break proximal to the balloon exposing the inner guide wire lumen. The second photo shows the catheter which is noted to have a circumferential break proximal to the balloon. The third photo shows the catheter which is noted to have a circumferential break proximal to the balloon exposing the inner guide wire lumen. No other specific anomalies noted. Therefore, the investigation is confirmed for the reported catheter break as a circumferential break can be seen proximal to the balloon from the provided photos. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the catheter allegedly broke. There was no patient contact.